Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that fluctuating blood glucose has been experienced of 243 mg/dl to 406 mg/dl. Troubleshooting found that the drive support cap was normal. The customer was advised to remove reservoir, rewind and reinsert reservoir and run manual prime and insulin exited the tubing. Troubleshooting found that the customer's trainer recently changed the basal settings. Troubleshooting also found that the pump passed the high pressure test with a no delivery alarm and customer was advised that the pump was functioning. The customer was advised that the reservoir would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No cosmetic damage noted.